Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. \ device not returned.

Event description:
It was reported that the pump could not be charged despite the attempted use of multiple cables and power sources. There was no impact to the customer's blood glucose levels. Customer indicated that insulin injections would be used to continue diabetes management.